Event description:
The advocate stated that the customer tested his blood glucose and received a reading of 38 mg/dl using his contour meter. His glucose was retested using another meter and that reading was 140 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab was unable to confirm the customer complaint of low results. They did however, find the returned reagent to read e11 (confirms exposure to moisture/humidity) and e2. Performance was satisfactory using iqa retention reagent.